Event description:
It was reported that there was a kink in the access system. A left atrial appendage (laa) closure procedure was planned. A watchman access system (was) and a 27mm watchman laa closure device & delivery system (wds) were selected. While the was being positioned in the laa a kink was noted. The physician inserted a pigtail catheter and successfully straightened the kink. The procedure was continued and a closure device was prepared for use. While the physician was turning the device clockwise to get he best angle, the kink was noted again. The closure device was attempted to be fully resheathed but due to the resistance it was not successful. The physician removed both the was and wds as one unit from the patient without any problem. A new transseptal puncture was performed and a new was and wds were used to complete the procedure. The closure device was successfully implanted in the laa of the patient. There were no patient complications. The patient is fine.